Event description:
This case is a combination of initial and follow up information and concerns a (B)(6) female patient. The information was received from a user facility via the company distributor on 27jan2015 and 18feb2015 respectively. Patient's past medical history included type c hepatic cirrhosis and the patient's concomitant diseases included dementia alzheimer's type. On (B)(6) 2014, the patient was receiving treatment for type c hepatic cirrhosis (treatment information not reported). She was referred to the reporting hospital to undergo detailed examinations and treatment for liver carcinoma. Post CT scan and other examination, hepatocellular carcinoma (hcc) in both lobes of the liver was suspected. On (B)(6) 2015, the patient received on vial of dc-bead 100-300um (10-fold dilution) loaded with 50 mg of epirubicin for the treatment of hepatocellular carcinoma. Tace was performed in the a2 anterior segmental branch using 2 mg of gelpart (porous gelatin particles). Embolization was slowly performed in a3 and the anterior segmental branch using a half amount of the dc bead respectively. On the confirming contrast-enhanced image, tumor stain reduced, but did not disappear completely and the procedure was finished at this stage. On (B)(6) 2015, during the morning, the patient fell down in the ward. At 17:00, the patient went into a state of shock. Blood sampling revealed a decrease of hemoglobin to 6.8. A diagnosis of hcc rupture was made based on the CT results and hepatic angiography, 50 mm in diameter, posterior end of s3 rupture was suspected, so the patient was under observation at the hospital. The patient was reported as requiring dialysis for contrast medium-induced nephropathy. On (B)(6) 2015, the patient condition was complicated by (B)(6)-induced sepsis, and patient passed away despite treatment. At the time of death the patient had not recovered from the liver carcinoma rupture. Cause of death was not reported. The reporting physician stated that tace was suitable for the treatment of this patient because dc bead was used as the first tace procedure. The physician stated based on the non-japanese literature the liver carcinoma rupture after tace with dc bead occurred infrequently, so there is no certainty that the event liver carcinoma rupture might not have not occurred if other embolite was used. Therefore, it's difficult to judge the causal relationship between the event and dc bead at the moment but considered liver carcinoma rupture as possibly related to dc bead treatment.

Manufacturer narrative:
On the contrast-enhanced image, tumor stain reduced, but did not disappear completely and the procedure was finished at this stage. On (B)(6) 2015 (during the tace procedure), a vascular lake was observed but the patient did not receive any treatment for the vascular lake. One day after the dc-bead procedure, the patient fell down in the ward and later the same day went into a state of shock. Blood sampling revealed a decrease of hemoglobin to 6.8. The cause of death remains unknown and no information relating to the patient's autopsy was available. The reporting physician stated that the sepsis was not related to dc bead. The potential contributory factors were investigated and assessed as part of this complaint. An autopsy report was not available in this case hence a cause of death would be difficult to predict, but death due to septic shock can't be excluded. The patient fell prior to developing shock so it is unknown if the tumor bleeding was caused by the deb-tace procedure or due to the fall. However, given the timing the deb-tace procedure as causal relationship remains a substantial possibility. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation. The investigation is summarized within this report; no further investigations are required.

Event description:
This follow up report summarises the findings from the manufacturer's investigation report. The investigation findings can be found in the "other remarks" section. Previously reported information concerns a (B)(6) female patient. The patient's concomitant diseases included dementia alzheimer's type, type c hepatic cirrhosis and hepatocellular carcinoma (hcc) in both lobes of the liver was suspected. The patient's past history or concomitant diseases does not include hypertension or thrombosis. Concomitant diseases include hepatic cirrhosis and child-pugh classification; class a, 6 points. The patient's tumor size was reported as (maximum diameter) 50 mm, located immediately below the hepatic capsule raised from surface of the liver and with no extra-hepatic infiltration. The patient received one vial of dc-bead 100-300pm (10-fold dilution) loaded with 50 mg of epirubicin for the treatment of hcc. On (B)(6) 2015 (before tace) a vascular lake was not observed. On(B)(6) 2015 at 15:30 the tace procedure was complete. Tace was performed in the a2 anterior segmental branch using 2 mg of gelpart (porous gelatin particles) .

Manufacturer narrative:
Company reference: (B)(4). Company medical assessment: initial information indicates that the patient fell prior to developing shock so it is unknown if the tumor bleeding was caused by the deb-tace procedure or the fall. However given the timing the deb-tace procedure a causality remains a substantial possibility. Patient's subsequent course was complicated by renal failure, (B)(6) sepsis and death 17 days after the procedure. Although delayed, death occurred after a series of events that may have begun with deb-tace associated bleeding so must be considered probably related. Following the review of the new follow up information, it was confirmed that the new information does not change previous medical assessments. A diagnosis of hcc rupture was made based on the CT results and hepatic angiography, 50 mm in diameter, posterior end of s3 rupture was suspected, so the patient was under observation at the hospital. The patient did not recover from liver carcinoma rupture. The patient required dialysis for contrast medium-induced nephropathy. On (B)(6) 2015, the patient condition was complication by (B)(6)-induced sepsis, and patient passed away despite treatment. The physician stated based on the non-japanese literature the liver carcinoma rupture after tace with dc bead occurred infrequently, so there is no certainty that the event liver carcinoma rupture might have not occurred if other embolite was used. Therefore, it's difficult to judge the causal relationship between the event and dc bead at the moment but considered liver carcinoma rupture as possibly related to dc bead treatment. Additional information was received from a user facility via the company distributor on march 10, 2015. The patient's past history or concomitant diseases does not include hypertension or thrombosis. Concomitant diseases include hepatic cirrhosis and child-pugh classification; class a, 6 points. The patient's tumor size was reported as (maximum diameter) 50 mm, located immediately below the hepatic capsule raised from surface of the liver and with no extra-hepatic infiltration. On (B)(6) 2015 (before tace) a vascular lake was not observed. On (B)(6) 2015 at 15:30 the tace procedure was complete. On (B)(6) 2015 (during the tace procedure), a vascular lake was observed but the patient did not receive any treatment for the vascular lake. On (B)(6) 2015 at 15:10 the patient experienced the initial symptoms of hcc rupture including consciousness disturbance (jcs, 10) . A tace procedure using gelpart (porous gelatin particles) was conducted for hcc rupture. On (B)(6) 2015, the patient developed sepsis. The patient passed away on (B)(6) 2015. The cause of death remains unknown and no information relating to the patient's autopsy was available. The reporting physician stated that the sepsis was not related to dc bead.

Event description:
Previously reported information concerns a (B)(6) female patient. The patient's concomitant diseases included dementia alzheimer's type, type c hepatic cirrhosis and hepatocellular carcinoma (hcc) in both lobes of the liver was suspected. The patient received one vial of dc-bead 100-300pm (10-fold dilution) loaded with 50 mg of epirubicin for the treatment of hcc. Tace was performed in the a2 anterior segmental branch using 2 mg of gelpart (porous gelatin particles) . Embolization was performed in a3 and the anterior segmental branch using a half amount of the dc bead respectively. On the contrast-enhanced image, tumor stain reduced, but did not disappear completely and the procedure was finished at this stage. One day after the dc-bead procedure, the patient fell down in the ward and later the same day went into a state of shock. Blood sampling revealed a decrease of hemoglobin to 6.8.

Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this patient. Dc bead is not registered to be used in combination with epirubicin. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: information indicates that the patient fell prior to developing shock so it is unknown if the tumor bleeding was caused by the deb-tace procedure or the fall. However given the timing the deb-tace procedure a causality remains a substantial possibility. Patient's subsequent course was complicated by renal failure, (B)(6) sepsis and death 17 days after the procedure. Although delayed, death occurred after a series of events that may have begun with deb-tace associated bleeding so must be considered probably related. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.